Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated the patient¿s cgm was displaying 91 mg/dl and the patient did not feel right so she took a finger stick reading and the bg meter was reading 59 mg/dl. She started giving the patient orange juice and granola bars and the readings were not increasing after giving him more orange juice and honey. She stated twenty-five minutes later the paramedics arrived and the cgm was displaying 77 mg/dl compared to the finger stick reading performed by the paramedics that was reading 37 mg/dl. The patient was transported to the hospital where they were under observation for five hours. The patient was treated with intravenous (IV) therapy and was monitored with a finger stick every thirty minutes and had blood work done. At the time of contact, the patient was doing good. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.